Event description:
It was reported that during the replacement procedure it was noted that the right ventricular (rv) lead had failed. Damage to the rv lead was also noted. In addition, it was also reported that there was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.